Event description:
Part/interface deformed.

Event description:
Part/interface deformed. The initial report did not have the correct event type documented, the correct event type, malfunction, is provided in this follow-up report